Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 216-253 mg/dl. Reportedly, the customer had already changed the infusion set and cartridge prior to calling tandem technical support. No issues were identified with the infusion set or cartridge. The cause of the occlusion was unknown.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.